Event description:
Report received from the USA stating that the device had a "tear in the hose" while in sterilization. The product was not used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.